Manufacturer narrative:
Approximate age of device: 27 days the attached user facility report # 3400300000-2015-9001 was received from the (B)(6) registry. The pump is not expected to be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the (B)(6) registry stating: rising ldh, peaked at 2286 on (B)(6), suggested pump thrombosis. Rx with systemic anticoagulation and integrilin therapy. D/c anti-thrombosis rx due to gi bleeding requiring blood transfusion. Lvad exchange deemed not appropriate due to her poor mental status, likely poor function and quality of life. The patient subsequently expired on (B)(6), 2014.